Event description:
It was reported that bd saf-t-intima y adp yel 24ga x 0.75in safety shield activation failed it was reported by customer that the writer tugged on plastic safety mechanism to remove needle and engage this. Rather than the safety shield automatically dropping down to cover the needle, this was removed fully intact and exposed, requiring writer to manually engage the needle cover to prevent injury. Rcc received a complaint via email. While inserting subcutaneous device, writer tugged on plastic safety mechanism to remove needle and engage this. Rather than the safety shield automatically dropping down to cover the needle, this was removed fully intact and exposed, requiring writer to manually engage the needle cover to prevent injury. Same forwarded to clinical educator for f/u with manufacturer.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: we cannot identify the actual defect feature, cannot determine whether it¿s a poor assembly issue or raw material issue, so the root cause of this case is not clear.

Event description:
No additional information.